Event description:
It was reported via repair work order that the brakes would not hold due to both brake cams being worn, both brake rings being worn and all four casters being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.